Event description:
It was reported that prior to starting a da vinci prostatectomy procedure, the customer experienced an unrecoverable system error code #2 and #21008. The pt was under anesthesia when the surgeon decided to abort the planned surgical procedure and reschedule for the following day.

Manufacturer narrative:
The investigation conducted by field service engineering determined that the system error code #2 and 21008 were associated with a specific pt side manipulator (psm) arm. The psm is an instrument arm located on the pt side cart that provides the sterile interface for the endowrist instruments. The system was repaired by replacing the affected psm. The system alarm (system generated fault code) functioned as designed and there was no injury to the pt. The error code #21008 appeared when the da vinci safety system determined the angular position of one or more robotic joints on the specified manipulator, as measure by that joint's primary control sensor (encoder) and the secondary sensor (potentiometer), were out of specified tolerance for agreement. Upon determining this condition, the safety systems put da vinci in a "recoverable safe state". The psm was returned to isi for failure analysis investigation. Engineering concluded that an axis potentiometer had malfunctioned, thus generating the system error experienced by the customer. As of 2009, there have been no reported recurrences of the issue at this hospital.